Event description:
It was reported that the left ventricular lead caused phrenic nerve stimulation. An increase in pacing threshold was also noted. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.